Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's device showed a longevity of two years just two months after implant. It was found that the longevity calculation is conservative in the first twenty five percent of the life of the device. The device remains in use. No patient complications have been reported as a result of this event.